Event description:
It was reported that this cardiac resynchronization therapy defibrillators (crt-d) system oversensed noise on the non-boston scientific right atrial (ra) lead leading to inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed the data, and the measurements were in range. There were no programming changes due to history of atrial fibrillation (af). Further monitoring with the cardiologist was recommended. This crt-d remains in service. No adverse patient effects were reported.